Event description:
It was reported that noise was observed upon interrogation. All electrical measurements were normal. Patient was scheduled for additional follow-up in (B)(6).

Manufacturer narrative:
No medwatch form was received.